Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2014. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The data was reviewed on (B)(6) 2015; however, did not include the date of issue. Therefore, the reported event of firmware error could not be confirmed. The root cause could not be determined.